Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was under delivering because the insulin pump was doing a bolus and it wasn't working. The customer¿s blood glucose level was 179 mg/dl and had experienced high blood glucose level. Customer had symptoms like nausea. Customer was treated with manual injections. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.